Manufacturer narrative:
Update 02 feb 2017 - reopened upon receipt of product. Functionally testing could not replicate the reported problem. The product was functionally tested and successfully locked and unlocked with no restrictions. No evidence was found of product malfunction and the need for corrective action is not indicated. Monitor complaints through (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: the 865035 pfc patellar cementing clamp associated with this report was not returned. A complaint database search on the provided product code identified similar reports. Previous similar investigations attributed the root cause to product wear out or user technique. The investigation could not verify or identify any product contribution to the current reported event without the devices to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaints through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patella clamp jammed shut, then a problem with the locking mechanism, slight delay in surgery time.